Event description:
During an ercp procedure for an anastomotic stricture and extraction of bile duct stones, the physician used a cook endoscopy web ii memory double lumen extraction basket. A sphincterotomy was performed to gain access to the duct. The basket was advanced through the endoscope and into the billary duct. The basket captured a stone and became lodged in the structure. The basket and stone became impacted, which prohibited removal of the basket from the duct. Mechanical lithotripsy was attempted with the basket. This resulted in breakage of the basket wires near the handle end. The patient required surgery for removal of the stone and basket. Post procedure, the patient's condition was reported as good.